Manufacturer narrative:
The device has been received at the manufacture for repair and a clean, lube and adjust. According to the investigation details, the technician found an oily film on the handle and around the battery plate of the device. The substance had dissipated and the oily substance could not be found to sample. The gearhead bearing was found to be corroded and was replaced in addition to other components.

Event description:
The device was returned to the manufacturer for repair. During the repair, it was reported that the device had an oily substance on the outer surface of the handle. There was no pt involvement and no adverse consequences reported.